Event description:
It was reported that during an open gastrectomy procedure, the device was used to anastomose between the stomach and the duodenum. The device could not anastomose properly. Additional suture was performed by hand. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, it was found that the washer was uncut.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Dislodged component. The analysis results found that the instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing, it is possible that there was not sufficient adhesive applied. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.